Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was 175mg/dl at the time of the incident. The customer reported that when he tries to put the battery the icon stays battery and there is a crack around the reservoir area. When asked if the reservoir is unable to lock in place when inserted into pump the customer replied that it barely stays. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with cracked reservoir tube lip, however test reservoir able to lock/click into place properly. No battery icon anomaly noted.